Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the patient was placed onto another ventilator, but there was no report of any adverse outcome to patient care or therapy. The customer reported to the remote service engineer (rse) that a patient disconnect alarm occurred. The rse informed the customer that the latest version of the service manual is version and advised the customer to review the significant event log. The rse also advised the customer to complete the pneumatics portion of v60 performance verification testing and report back any parameters not operating within specification. The customer informed the rse that the biomedical (biomed) engineer successfully performed performance verification testing, and the device was returned to service. The customer also confirmed that the reported patient disconnect problem could not be replicated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.